Event description:
Caller reported a malfunction on the pump, specifically associated with malf 12 error code. There was no adverse impact on the customer¿s blood glucose level. The customer reported at least three occurrences of the same malfunction on this pump, which was within warranty, leading technical support to decide on a replacement. The customer was informed about the procedures to store and return the malfunctioning pump and acknowledged understanding of the requirement to program settings and connect their cgm to the replacement unit. The replacement pump, with updated software, was sent to the customer, who planned to use manual insulin delivery as a backup therapy.